Event description:
It was reported that the masimo clinical specialist noted customer rad-57 was reading higher spco on herself and rn as compared to the demonstration unit. There is no pt involvement. The following are the readings: customer rad57 with red mlncs cable and rainbow dc1 on left ring finger - sp02 100%, hr 91, pi 1.7, spco 9%, spmet 1.3%; cs demo rad57 with red mlncs cable and rainbow dc1 on left ring finger - sp02 100%, hr 92, pi 1.8, spco 1%, spmet 1.4%; customer rad57 with red mlncs and cs demo rainbow dc1 sensor on left ring finger - sp02 100%, hr 90, pi 1.8, spco 1&, spmet 1.3%; cs demo rad57 with red mlncs cable and customer rainbow dc1 on left ring finger - sp02 100%, hr 95, pi 2.0, spco 8%, spmet 1.6%. Spco measurement repeated with customer device spco 9% left ring finger, spco 8% right ring finger, spco 7% left middle finger. Spco measurement repeated with customer device on rn - spco 8%, sp02 99%.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a f/u report will be submitted.